Event description:
During remote monitoring, high defibrillation impedance was observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the patient was seen again in-clinic and defibrillation impedance was still high. Provocative testing was performed, however, no changes in electrical measurements were observed. No further intervention was performed at this time. The patient was stable and will continue to be monitored.